Event description:
Boston scientific received information that this right ventricular lead was successfully implanted. Postoperatively, it was noted there was no capture at maximum output settings. Lead dislodgement was suspected. A revision procedure was performed. This lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.